Event description:
Info received indicates during a safety check, the tech found the power cord ground pin was loose causing a high ground resistance reading.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.